Event description:
When going into stand my patient, I noticed that the lower half of the IV tubing from the pump to the patient was full of large air bubbles. The pump never alarmed "air in line". I followed the line from the patient up, and found that the tubing was cracked just below where the cassette is inserted and that it was sucking air into the line as the pump was pumping. The patient at the time was on 100mcg/min of neo-synephrine, but had previously been on 235 mcg/min. As I resolved this problem and changed the tubing, my patient's systolic blood pressure remained in the mid 80s but if I hadn't noticed his pressure could have dropped, or worse he could have been given all of that air.manufacturer response for tubing set for IV pump, sapphire (per site reporter).======================the manufacturer's response was that they will be coming out with a new version in about 7 to 8 weeks.